Event description:
It was reported that a user contacted support for guidance on announcing meals with the ilet and subsequently experienced hyperglycemia, with blood glucose recorded at 202 mg/dl rising to 341 mg/dl after two lunches were announced and insulin delivery continued as normal. Symptoms included hyperglycemia. Outcomes included stabilization after the user changed the infusion site. Investigation included a review of meal announcement history, verification of supplies and alerts, and coaching on monitoring and treatment for low glucose if needed. Investigation of this case revealed no device alerts or malfunctions and that a site change correlated with improvement, suggesting suboptimal insulin absorption or an infusion site issue rather than a device failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique and infusion site performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.